Event description:
Had a spinal fusion-tsrh posterior's rods and screws, which now broken and causes me severe lower back pain. Schedule for surgery to remove the hardware to ease the pain. Model number not found in medical records.